Event description:
The fe reported a line power lost error, functionality was recovered with a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.